Event description:
It was reported by a pt correspondence that the pt underwent a cervical laminoplasty at c3-c7 using metal plate. It was reported that the plate was broken post-op. The pt and her husband reportedly concerned that "black market devices" was used in the surgery.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.